Manufacturer narrative:
The sterile lot number was not available, product history record review could not be performed. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient was implanted with a optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: chronic deep vein thrombosis (dvt) and pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient was implanted with an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damages to the patient, including, but not limited to chronic deep vein thrombosis (dvt) and pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient was implanted with an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of thromboemboli/pulmonary embolism, left leg dvt from knee to groin with leg appearing swollen and dusky which resulted in placement of filter. The filter was placed without complications. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: chronic deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient experienced hospitalization for shortness of breath and pneumonia 7 years and 7 months post implantation. According to the information received in the patient profile from (ppf), patient reported blood clots, clotting, and/or occlusion of the ivc, anxiety, and pain. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth), (event date), (event description), (relevant history race and medical history), (brand name), (model, catalog, lot number, and expiration date), (date received by the manufacturer and PMA/510(k) number), (evaluation codes), the implant date was confirmed to be accurate. The exact date of event is unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient was implanted with an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: chronic deep vein thrombosis (dvt) and pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate that, patient has a history of thromboemboli/ pulmonary embolism, left leg dvt from knee to groin with leg appearing swollen and dusky which resulted in placement of filter. The filter was placed without complications. Patient experienced hospitalization for shortness of breath and pneumonia 7 years and 7 months post implantation. According to the information received in the patient profile from (ppf), patient reported blood clots, clotting, and/or occlusion of the ivc, anxiety, and pain.